Manufacturer narrative:
The product was not returned to the manufacturer for analysis. The cause that led to the reported events could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient; therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2013-00306, 00319 and 00320) submitted for device related to the same patient.

Event description:
Approximately nineteen days after the implantation of hvad pump, the patient was hospitalized with a diagnosis of ischemic cardiovascular accident (icva). Symptoms included double vision and difficulty speaking. Symptoms improved during hospitalization, but had not returned to normal at discharge three days later. Investigation is ongoing.